Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. The device passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed the motor test. The device was received with cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 157mg/dl. Advised insulin pump would be replaced. No additional information is provided.